Manufacturer narrative:
Off-label use: in this event the comaneci was used to post dilate a stent. Stent post dilation is not part of the comaneci intended use. Per the instruction for use (IFU): the comaneci embolization assist device is indicated for use in the neurovasculature as a temporary endovascular device, used to assist in the coil embolization of wide-necked intracranial aneurysms with a neck width 10 mm. A wide-necked intracranial aneurysm defined as the neck width of 4 mm or a dome-to-neck ratio < 2.

Event description:
Rapid medical was notified that during endovascular treatment with atlas stent of severe vasospasm, the stent could not open. The physician decided to use the comaneci device outside of its intended use to post dilate the stent. As a result the stent dilated successfully, however, the comaneci device got stuck inside the stent and was left inside the patient. According to the physician the patient improved after the procedure